Manufacturer narrative:
Unit passed displacement test and self test. There were no missing segments or partial display noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at reservoir tube window corner and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump only has a partial display. Customer does not recall any significant events leading to the error, except that the pump may have been dropped. Customer's blood glucose was 151 mg/dl at the time of incident. Troubleshooting was done for partial display but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.